Event description:
No new info.

Manufacturer narrative:
Further communication with the customer confirmed that the neck injury was pre-existing and not a result of the fall. This supplemental record is being submitted to clarify that no reportable adverse event occurred.

Event description:
It was reported that the patient got out of the bed and fell. The nurse had not set the bed exit alarm. The patient was found with a neck injury though it is not confirmed at the time of reporting if the injury was a result of the fall. No product failure was alleged.